Event description:
It was reported by a company representative that a vns patient was explanted of vns therapy because the implant made the patient's sleep worse. Patient was implanted on (B)(6) 2007 and 1st date of stimulation was (B)(6) 2007. Good faith attempts to obtain additional information from the treating psychiatrist have been unsuccessful to date. Review of the manufacturer's inhouse programming history was performed but no additional information was found regarding the patient's settings or diagnostics. At the moment the explant date and hospital are unknown as good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history date of event; corrected data: the event date has been updated to a general 2010 event date. Describe event or problem; corrected data: the initial manufacturer report did not clarify that the vns implant made the patient¿s sleep apnea worse.

Event description:
It was reported by a company representative that a vns patient was explanted of vns therapy because the implant made the patient¿s sleep apnea worse. Review of the available programming and diagnostic history showed that the patient¿s device was programmed off on (B)(6) 2010.